Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Head...came off - oral-b [device breakage] head was loose - oral-b [device connection issue] case narrative: consumer via e-mail stated that the oral-b toothbrush head was loose and it came off the second time they used it on their oral-b toothbrush. No injury was reported.